Event description:
It was reported that the device was used during a radical operation of the carcinoma of colon. After firing, the instrument could not be withdrew. The anastomosis was not cut completely but stapled well. O.r time was extended and the case was completed with a competitors product.